Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the repair phase, the device did not reach the proper flow during pre-calibration. It was determined that the manifold also malfunctioned. The caused of the manifold malfunction is unknown, since there were no outside visible defects or damages.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is a duplicate of another report.

Event description:
It was reported that during the repair phase, the device did not reach the proper flow during pre-calibration. It was determined that the manifold also malfunctioned. The caused of the manifold malfunction is unknown, since there were no outside visible defects or damages.